Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did not find a fault with the screen. The screen appeared to freeze using the provided stylus which did not function correctly. It was also noted that the floppy drive was not reading a disk, and the latch tab was broken off of the power cord bay. Concomitant medical product: product ID 229047, analyzer. (B)(4).

Event description:
It was reported the screen freezes and was confirmed broken. Followup indicates the programmer was accidently dropped and the screen shattered. The programmer had been working fine. The programmer was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.